Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive motor anomalies or unexpected insulin flow blocked alarms noted. The motor was tested outside of device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 424 mg/dl. The customer experience symptoms of high blood glucose such as nausea, excessive thirst. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Whether customer use auto mode feature at the time of high blood glucose event or not was unknown. The insulin pump will not be returned for analysis.